Manufacturer narrative:
On 11/2/2020, the product investigation was completed as the complaint device was not returned. It was reported that a patient underwent a atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve leak occurred. There was bleed-back into the hemostatic valve. The sheath was replaced with an agilus sheath to resolve the issue. There was no report of patient consequence. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001239 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve leak occurred. There was bleed-back into the hemostatic valve. The sheath was replaced with an agilus sheath to resolve the issue. There was no report of patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Hemostatic valve dislodgement is an MDR-reportable issue.